Manufacturer narrative:
The insulin pump was received with intermittent act and up button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked display window corner, cracked case at display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had an unresponsive button or keypad on the insulin pump. Customer took out the batteries and battery cap. Customer set the pump for 24 hours but none of the buttons were responding. Customer's blood glucose was normal and did not require medical treatment.